Manufacturer narrative:
Additional information was received indicating that during implant procedure of this bioprosthetic valve the ventricle was perforated as the physician did not use the valve gauge properly. Therefore, the valve size chosen was not appropriate. The ventricle was then sewed and no further adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. No new information has been received to date. If additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant procedure of this bioprosthetic valve, the patient's left ventricle was observed to be perforated. The bioprosthetic valve was explanted and replaced with a mechanical valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.